Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient (pt) reported their device kept acting up so they needed to see a rep for ins reprogramming. Pt stated that the controller was saying settings not available. Pt stated that the device was put on the auto thing (patient services (pss) understood that the pt was referring to adaptivestim) but now the device was not letting them adjust the settings at all. Pt stated that the device was letting them adjust settings before but the device started acting weird when they got on a plane to travel from (B)(6). Pt noted that they will be in (B)(6) for two weeks and then they will be going back to texas. Pt stated that the therapy was not hitting the right spots and that they were in pain. When asked for the event date, pt initially stated that it was like last week, however pt then stated that it was thursday when the issues first started. Pss advised the pt that a message would be sent out to the local reps requesting contact, however pss did not promise a time-frame on a response.